Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. The customer declined to provide blood glucose level. Troubleshooting with tandem technical support was performed. The customer reported that manual injections would be used for alternate insulin therapy.